Event description:
It was reported that this right atrial (ra) lead exhibited increased threshold measurements one week post implant. An x-ray was taken, however, lead placement appeared appropriate. At a one month follow up, increased threshold measurements, oversensing and undersensing was observed. The lead was noted to have dislodged. Surgical intervention was undertaken. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.